Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the patient stated that they got non-disposable pump won't run error message. They checked cassette/tubing and it is aligned properly. Per patient, they don't have back up pump to switch to yet. New pump on route for delivery today. Troubleshooting was un-successful. Asked patient to mix new cassette and change the tubing and restart on the same pump to see if issue is resolved. Stayed with patient on the line while they mixed new cassette and changed tubing. The pump worked with no problem using the new cassette. This could be cassette issue. No lot/serial number provided. There was no patient injury reported.

Manufacturer narrative:
Additional information was received indicating patient details: updated a2, a3.